Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-01327.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event, the associated MFR report numbers are 1225714-2013-01327 . Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient experienced a sudden cardiac event on the same day of receiving the product during dialysis treatment.